Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the instrument was difficult to open and tissue was torn. The surgeon performed a laparotomy and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.